Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys product event summary: the delivery system was returned and analyzed and no anomaly was found. The mechanical operation of the catheter shaft was kinked. Visual analysis indicated blood in device cup. Visual summary indicated damaged during use. The analyst commented, there is a slight kink in the shaft 2cm from the handle, it has no effect on articulation or deployment. Blood is visible inside the device cup. Damaged at procedure. (B)(4).

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, after two attempts to deploy the device the steerable system no longer functioned. The doctor moved the steerable trigger past the tricuspid valve. A second leadless ipg was selected, and during the first attempt it was noted that the patient had a low pressure. It was determined that cardiac tamponade had occurred with the first leadless ipg delivery system. The leadless ipg was removed. The patient was intubated and transferred for additional treatment and cardiac massage was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.